Event description:
An implantable pulse generator (ipg) system was received from an unknown source indicating the patient was deceased. The device subsequently tested out of specification during manufacturer's analysis. A cause of death was requested and not received.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action; returned product testing found the device did perform as described in the field action. (B)(4).